Event description:
It was reported 09/10/2010 pt lost their pt programmer and pt relations sent a replacement. When the replacement arrived, the pt indicated they heard triple beeps when trying to increase stimulation. The previous week, the pt tried using the pt programmer again and reported a shocking or jolting sensation. Pt stated that when trying to increase the stimulation they received a strong shock that went through their entire body and they felt the effects of it for days. Pt mentioned they pressed the two top arrows at the same time last week and wonders if that caused the shock. A company representative reported the pt actually pressed one up arrow and the on key, which would cause quite a shock. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).